Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the drill bit broke. All fragments were retrieved, nothing was left in the patient. Procedure was completed.

Manufacturer narrative:
This device is used for treatment not diagnosis. The measurable dimensions were checked as far as possible and were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogeneous which indicates material conformity. The cutting edges above the fracture are blunt. We suppose that an excessive metallic contact in combination with too much lateral stress caused this breakage. No product fault could be detected.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.